Event description:
The lead was repositioned due to a lead dislodgement. The lead dislodged a second time and was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.